Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (line through display) issue. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 06/08/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 05/23/2016 with the following findings: during investigation, the pump powered on and displayed the verify screen. The display functioned properly during testing. The pump case was removed and no damage to the display connector or the display flex cable was observed. The complaint of lines through the display was not duplicated or confirmed. There was no defect found during investigation.